Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was intermittently unresponsive for last two months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump keypad cover was observed to be torn at the contrast button. During testing, the ok keypad button was intermittently unresponsive and the contrast button was completely unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. The contrast key contact was also missing. Unrelated to the complaint, the display screen appeared dim and discolored.